Event description:
The intra-aortic balloon was inserted into the pt on 2/20/98 at 5:00 p.m. And removed on 2/21/98 at 2:30 a.m. The intra-aortic balloon did not malfunction. A vascular surgeon was consulted and the pt had major ischemia. (Event complications: major ischemia - reported 4/8/98.) (Pt's current status: discharged - reported 4/8/98.)